Manufacturer narrative:
Lawyer filed report. (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.